Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had problem. Noted that the patient wanted to know why the replacement had not been made as soon as possible. The right ventricular (rv) lead remains in service. No adverse patient effects were reported.